Manufacturer narrative:
The actual device was not available for evaluation; however, a companion sample was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the blue winged luer cap prior to patient use. There was no patient involvement. No additional information is available.